Manufacturer narrative:
Sample (B)(6) contained an air bubble in the reaction well that popped during pcr cycling, which resulted in non-specific amplification that crossed the threshold and caused a false positive clinical call for the well. Additional bubble events were detected on the plate (wells a3, a5, a6, a8, a10, a11, a12 , b3, b10), but these did not cause amplification that crossed the threshold, nor did they trigger any false positive clinical calls. The root cause of the issue was identified as insufficient centrifugation of the qpcr plate to release trapped air bubbles. The customer was instructed on proper plate centrifugation per the instructions for use and has not reported any additional issues since.

Event description:
Customer provided thermo fisher scientific with software data log files from a 7500 fast series instrument on (B)(6) 2020. The data was used in conjunction with other customer-supplied data to establish the occurrence rate of insufficient mixing of the qpcr plate causing irregular baselines, and negative amplification to cross the threshold, thus resulting in inconclusive or false positive calls by the covid-19 interpretive software. During review of these data files, thermo fisher identified 1 data file that contained a single (1) false positive patient sample call. The plate in question contained 94 patient samples. Upon identification of the single false positive call, thermo fisher opened a complaint record and notified the customer of the false call in well a1, sample labeled as "(B)(6)." Thermo fisher has not received any information about how the laboratory interpreted this call or if the false result was communicated to the ordering physician or patient.